Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the tampon was upside down inside her making the string inaccessible to remove the tampon. She stated she was able to manually remove the whole tampon about 10 to 15 minutes after inserting it. She experienced vaginal soreness after trying to remove the tampon. Her symptoms resolved and she did not seek medical attention.